Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's active exhalation control module was leaking. The device was not in patient use. The active exhalation control module was returned to the manufacturer's product investigation laboratory and the root cause for the failure was the proportional valve did not close properly.

Event description:
The manufacturer received information alleging a ventilator's active exhalation control module was leaking. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's overhead blower filter was replaced to address the issue. There was evidence of contamination.